Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm (alarm 29) occurred during the load sequence. Blood glucose level was 245 mg/dl. Reportedly, the customer was able to successfully load a cartridge, and resumed insulin delivery.